Event description:
It was reported that the hard drive on the 9800 system was failing. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced. The settings on the cmos were adjusted. The candle sticks were cleaned and re-greased during the service call. The system was tested and found to be working as intended and put back into service.